Manufacturer narrative:
(B)(4). Date sent: 5/5/2025. D4 batch#: 715c11. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with a reload no loaded in the device. Further evaluation found that the channel shroud was damaged. The damage on the channel shroud is consistent when the closing latch is opened beyond its stop position. Please reference the instruction for use for more information. The reload was received fully loaded with staples with the swing tab in the locked position. Also, with the both gripping surfaces broken off making the reload nonfunctional. This condition is consistent with an improper loading technique. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is followed. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number: 715c11, and no non-conformance's were identified. The lot#: 741c29 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the blade got stuck during transection. There were no patient consequences.